Manufacturer narrative:
It was reported that the patient underwent mesh removal surgeries in (B)(6) 2006, (B)(6) 2007 and on (B)(6) 2012 due to pain, bleeding, dyspareunia, depression and anxiety. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005, concurrently with endometrial resection and perineoplasty in order to treat abnormal vaginal bleeding, defecatory dysfunction with the need to splint the rectum to evacuate the bowels, and uterovaginal prolapse. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.